Manufacturer narrative:
Integra has completed their internal investigation on october 31, 2017 results: evaluation of returned device; the fixed jaw is broken at first tooth. The fragment was returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no anomalies that could be associated with the complaint were observed complaints history; including this complaint, the complaint rate for product family monopolar insert for the past 12 months is (B)(4) complaints /product uses. Conclusion: considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU provided with the device requires to: "remove from use any damaged instrument. Inspect components for any damage. If damage is observed, do not use the instrument until it is repaired".

Event description:
It was reported that one of the forceps jaws broke in the patient's abdomen. The surgeon retrieve the broken part with another forceps. No patient injury reported and the event did not lead to a significant surgical delay.